Event description:
The customer reported via phone call indicating that the insulin pump had a prime anomaly. Customer's blood glucose was unknown mg/dl. The customer's husband was advised that device could be taking longer to prime because the tubing hasn't been filled as much prior to priming the pump. Customer was advised that when he holds act to fill the tubing he should see drops and numbers on the screen almost immediately.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.